Event description:
It was observed during the device inspection, that the subject device exhibited foreign matter came out of the nozzle. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b3: the event date was inadvertently selected. The event date is unknown. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. There is no deviation from IFU in reprocessing steps for the area foreign material remained. There was no physical damage at the foreign object detection point. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in chapter 3, preparation and inspection, of the instruction manual for evis lucera gif/cf/pcf type 260 series operation. Prevention measures are described in chapter 3, cleaning, disinfection, and sterilization procedures, of the instructions for use evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.